Event description:
The physician intended to use a 2.0 mm diameter x 20 mm length sprinter legend balloon dilatation catheter to pre-dilate a lesion in the proximal lad. The target lesion exhibited severe calcification and 75% stenosis. The balloon was inflated 3 times up to 16 atms. There was no residual stenosis remaining, however, a type d dissection occurred. An attempt was then made to deliver an integrity stent through a previously deployed other brand stent, however this stent was damaged during the attempted delivery and was withdrawn. The dissection was treated using an other brand bare metal stent. Patient status post procedure was reported as ok and no other clinical sequelae were reported. Reference MFR report numbers 9612164-2011-01559 and 9612164-2011-01560.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection), patient's condition affected effectiveness of device (severely calcified lesion, 75% stenosis). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (severely calcified lesion, 75% stenosis). (B)(4).